Manufacturer narrative:
All available information was investigated, and the reported knob slippage was not confirmed. However, it was observed that the tcds was unable to curve in the f direction due to a broken f cable. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported knob slippage was corrected to a positioning failure due to the broken f cable. A cause for the broken f cable could not be conclusively determined. A cause for the reported poor imaging could not be conclusively determined. The reported broken f cable was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, an exception (issue) 130003 is referenced. The investigation evaluated the reported issue, and the engineering group determined the probable root cause to be related to damage or kinking of the cable. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted, while applying the f knob, the knob would not hold position. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.